Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The gender of the baseline characteristics is male and the baseline (B)(6). Multiple manufacturers were referenced in the article, but with no manufacturer lead-product failure/complication correlation. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety and efficacy of internal transjugular approach for transvenous extraction of implantable cardioverter defibrillator leads. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Serious adverse events (saes) were referenced in the article, with no specific lead serial number correlation. Complications included: pericardial effusion, svts requiring electrical cardioversion, hematoma requiring drainage, pneumothorax treated with chest intubation, lead dislodgement, blood transfusions, and difficulty extracting the leads. The status of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.